Manufacturer narrative:
UDI= (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-04728. It was reported that the closure device was removed fully deployed. The patient was undergoing a left atrial appendage (laa) closure procedure. A watchman access system (was) was positioned in the laa and a 27mm watchman laa closure device & delivery system (wds) was advanced and deployed. The position was perfect and the closure device met all release criteria. However, the physician inadvertently forgot to turn the deployment knob to release the closure device in the laa. He withdrew the wds and was together with the closure device still fully deployed. It was pulled across the septum and eventually recaptured into the system somewhere inside the patient, most likely the inferior vena cava. Upon removal, the (was) was noted to be kinked. They proceeded to use two new devices and the laa was closed successfully with the second 27mm watchman. There was no injury to the patient or any complications. The patient's condition post procedure was fine.